Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed black water/liquid coming out of the device at reprocessing could not be determined, however, the issue was likely the result of fluid immersion due to device leakage and or insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto nephro videoscope exhibited black water/foreign material leaking out. There was no patient involvement, and no harm was reported as a result of the event.